Event description:
It was reported that the patient was no longer receiving pain relief from the superion indirect decompression system implant. Imaging was performed and determined the spacer implant had moved a little posterior. The patient underwent an explant procedure where the implant was removed. The patient was doing well post operatively. The explanted device was retained at the facility and was not returned.